Event description:
The technician alleged the brakes were not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters, brake steer caster, main bearing and supports to resolve the issue.